Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope's air-water tube and air-water cylinder exhibited foreign objects. There were no reports of patient involvement.